Event description:
Reporter indicated that patient has experienced an increase in seizures and that the magnet does not appear to be working but that the patient does appear to bounce back from seizures better with the use of the magnet.